Event description:
It was reported that the customer experienced elevated blood glucose levels (300-400 mg/dl), and ketones present. Troubleshooting was performed and pump passed delivery system check. Cartridge and infusion set are changed every 3 days.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.